Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the driving shaft began to slip on coupling gear during function test. Therefore, the reported condition was confirmed. It was determined that the bearing sleeve and bearings had corrosion and the drive shaft and coupling gear were damaged. The assignable root cause was determined to be due to wear on components from inadequate cleaning/care, repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a hip fracture surgery, it was observed that the radiolucent drive device was not working properly. According to the report, the device was barley spinning the drill bit device and had low power. There were no delays in the surgical procedure. The case was successfully completed without using a device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.